Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: the product has been requested to be returned to zimmer biomet for an investigation but currently remains implanted. The option for a revision surgery will be discussed on (B)(6). Further information may become available so product return cannot be ruled out. Multiple MDR reports were filed for this event, please see associated report numbers: 3002806535-2022-00157 and 3002806535-2022-00158 the investigation is currently underway. Once the investigation has concluded, a follow-up MDR will be submitted.

Event description:
It was reported that: (B)(6) received a left oxford partial knee implant in (B)(6) 2021 by dr (B)(6). He participated in rehab but his knee never healed with constant pain. The pain increased after surgery in comparison to before receiving the implant. Last saturday (B)(6) 2022 he received x-rays at (B)(6) hospital and was informed the implant had come apart. He will be returning to the hospital on (B)(6) 2022 to discuss a revision surgery. He assumed it was age-related but x-rays have confirmed knee implant came apart. Patient involved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Adequate photographs have not been provided and product the has not been returned for evaluation. Therefore, the investigation has been limited to the information provided. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.